Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the reason for device removal was end of service life.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication regarding the motor, as well as a stall due to shaft be aring. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient's implanted infusion pump containing unknown medications. Indications for use were non-malignant pain and failed back syndrome. The pump was returned with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.